Manufacturer narrative:
Corrected fields: e3 is unknown (initially it is submitted as "other healthcare professional"). It was being reported that the cardiosave intra aortic balloon pump (iabp) had an issue regarding the "calibration malfunction". It was being reported that in the akita red cross hospital there was a failure regarding the battery bay 2 calibration during the repair. A getinge field service engineer (fse) had replaced the battery pack from which the issue had been resolved and the calibration test had been passed. The patient involvement is unknown.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) units battery bay two calibration failed.